Event description:
Initial info was received from physician on (B)(6) 2012: a (B)(6) female initiated therapy with poly-l-lactic acid (sculptra aesthetic) for cosmetic purpose on (B)(6) 2011. She was also given 1:1 normal saline and 2% lidocaine on unk date. Almost immediately, within a month ((B)(6) 2011), the nodules appeared. She had opened up some of these nodules and teased some of them out. Nodules were treated with pin point steroid injections on (B)(6) 2011. A repeat treatment was given on (B)(6) 2012. She is scheduled for next poly-l-lactic acid therapy on (B)(6) 2012. At the time of this report, the outcome of the event was unk. No further relevant medical info reported.